Event description:
It was reported that the patient had unspecified issue the artificial urinary sphincter (aus). The aus pump and cuff were re-implanted. Further information was requested and not yet received. The product was explanted but not expected to be returned. Should additional information be received, a supplemental report will be filed.